Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 61281ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 61281ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. In this case, the initial false elevation may have stemmed from the sample; residual micro fibrin may have been present in the sample, or fine floating matter may have caused the aspiration. Based on the investigation, no systemic issue or deficiency with the architect free t4 for reagent for lot 61281ud00 was identified.

Event description:
The customer observed a falsely elevated architect free t4 results for one sample. The following data was provided: on (B)(6): 2024 sid (B)(6)initial result was >5.00 ng/dl, 1st repeat = instrument error message 3350 unable to process measurement items, sample pipettor aspiration error, 2nd repeat = 1.27 ng/dl. No impact to patient management was reported.